Event description:
(B)(4). I noticed that my hair was thinning in one area, so I got it checked out and they couldn't give me a reason. Only alopecia but no cure. Then my hair started to fall out by the handfuls. Started to scare me so I got checked out again and got a lot of blood work done. They determined it was all good, and no known cause. Nothing to do for it. I also have missed 2 months of periods and took a pg test and it was negative. My stomach is feeling bloated like when I was pregnant. I have been told that my moods are off, I am mean real fast. Also, I am having lower sex drive. Thought it was from age. But I'm only (B)(6).